Event description:
It was reported that during a lumbar discectomy l3-l4 surgical procedure, the motor device "freezed up when pressure was applied and did not stop right away after lifting up off the foot pedal". There was a two minute delay to surgery. A spare identical device was available for use. There was patient involvement. The patient/user outcome post-surgical procedure was stable. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition could not be confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.